Event description:
It was reported that the user now hears strange, "echoey" sounds and can no longer understand speech with her cochlear implant. Before she was a very good ci user with high performance. Testing carried out on (B)(6) 2011, shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. It should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.